Event description:
Consumer inserted a tampon and a portion of the tampon remained inside her upon removal of the tampon. Consumer removed the remaining portion on her own.

Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.